Event description:
Both devices failed to function. On one, when dissembled, both ac hot and neutral wires were disconnected from the plug connector contacts. On the second device, one of the ac wires broken away from the connection in like fashion. Pt developed dic, required multiple transfusions and expired intraoperatively.